Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. The device was not returned for evaluation. The most likely root cause of the suction issue with the lid is due to the squeegee gasket preventing lid from being closed flush with the top of the device chamber. This squeegee gasket is held in place by the basket. If the basket is removed the squeegee gasket moves (rebounds/springs upward) and prevents the complete reinstallation of the basket. The basket will not sit low enough in the chamber due to the squeegee gasket. The lid will not sit flush on the top of the chamber wall preventing an effective seal for the vacuum applied. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Healthcare provider (hcp) reported that the viality unit was not able to provide suction due to the lid. All other items were tested related to the equipment and the hcp found it to be a problem with the seal at the top of the product. A new unit was used to complete the procedure. No patient impact was reported.